Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus india, there was the possibility that the reported phenomenon was attributed to the aging deterioration of the electronic components of the dx board or dp board due to the repeatedly use for a long-term use because more than 6 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that sdi/dvi output of the device did not work and there was a problem with the endoscopic image during preparation for use. Then, workshop of olympus inspected the device and found that no endoscopic image was displayed. Reportedly, sdi, dvi and y/c signals did not come from the device due to the defect of printed circuit boards. Olympus also found the followings by the inspection; there was dust inside the device. The power switch was damaged. There was rust on the rear panel. There were dents and scratches on the top cover, front panel, and rear panel. There was no report of patient injury associated with this event.